Event description:
It was reported the catheter balloon would not pass through 6fr sheath - pretest. A competitor's balloon was used to complete the procedure without further complications being reported.